Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the mini inserter was returned with the tip fractured. Dimensional analysis of the product determined that the thickness of the inserter was conforming to print specifications when measured with gage. The thickness of the tips were measured with comparator and found to be in specification. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Report source: event occurred in (B)(6).

Event description:
It was reported that during a surgery, the tip of the nitinol inserter fractured while the surgeon was attempting to insert the anchor into the patient's burr hole. The fractured piece fell into the patient, and was able to be removed. Attempts have been made and no further information has been provided.